Event description:
Patient reported obtaining back-to-back blood glucose results of 468 mg/dl and "lo" (<10 mg/dl), while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. While on the line with the technical support, patient was unable to locate these values in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.